Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient was hospitalized for diabetic ketoacidosis. The reporter indicated that the patient remained on the pump for basal insulin during the hospitalization but was given boluses via injection. The pump was reviewed with the reporter and found that there were no alarms related to the complaint, the basal history and the basal total in the total daily dose matched appropriately. The reporter was advised that the pump appeared to be delivering as programmed. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Initial reporter¿s name included on the initial report was incorrect and should have reflected (B)(6).